Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the severely tortuous and severely calcified renal artery. A 5.0mmx15mmx150cm express vascular sd was selected for use. During the procedure, incomplete stent deployment occurred, resulting in implantation failure. As a result, the procedure was cancelled. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility number: (B)(6). Device evaluation by manufacturer: the device was returned to the arden hills complaint investigation site (cis) for analysis. An express sd was received for evaluation. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. No abnormalities were observed during visual inspection. The guidewire tracked through the catheter without issue. Examination also confirmed the stent remained in place with no evidence of damage or abnormalities. Inspection of the remainder of the device revealed no additional damage or irregularities.

Manufacturer narrative:
E1: initial reporter facility number: (B)(6).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the severely tortuous and severely calcified renal artery. A 5.0mmx15mmx150cm express vascular sd was selected for use. During the procedure, incomplete stent deployment occurred, resulting in implantation failure. As a result, the procedure was cancelled. There were no patient complications as a result of this event.